Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing and r wave amplitude variation on the implantable cardioverter defibrillator. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.